Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air-water cylinder has foreign objects, air-water -tube has foreign objects. Based on the results of the investigation, it is likely the following led to the malfunction: the event "something is stuck in the suction valve" cause due to clogging of suction cylinder, suction valve does not return after being pressed. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the something is stuck in the suction valve. The issue was found during reprocessing. There were no reports of patient involvement.